Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device had no pressure performance. Upon inspection and testing of the customer returned device, it was observed that the inlet is broken and the power switch was broken and the metal parts of the power circuit were exposed. This report is being submitted for the malfunction found during evaluation. There was no reported harm to patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon (inlet damage) occurred due to a damaged power cord receptacle. The root cause cannot be determined at this time. The phenomenon of the power switch being damaged exposing the internal circuitry was confirmed but there's no definite cause of the damage power switch. Olympus will continue to monitor field performance for this device. Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022